Manufacturer narrative:
Evaluation statement it was reported air-in-line issue messages with the IV fluids hung from the top. Switching channels did not work. Received from the customer was one used primary set model 10010454 lot unknown. Note: the pcu and device pump module that were in use at the time of the customer event were not returned for investigation. The set was visually inspected for kinks, incomplete bonding engagements, holes/ tears in the tubing or damages to the components. Traces of clear fluid with air pockets were observed throughout the suspect set. Although air bubbles were noted on the set, it is not possible to determine if air entered the tubing at the time of the customer event or during transport/storage prior to evaluation. No anomalies were observed with the set. Functional testing was performed by attaching the set to one lab IV bag filled with blue dye water and allowing the set to reprime via gravity. One 18g cannula was attached to model 10010454 male luer. The set successfully reprimed and there were no signs of air entering the line or any issues observed. The set was then loaded into a lab pump module with device settings for air bolus limited set to 250 ¿l and for accumulated air - enabled. An infusion rate was not provided, therefore the primary infusion was programmed at a rate of 50ml/h and vtbi of 50ml. The infusion completed with no alarms or any air-in-line issues. No air bolus were observed throughout the set. The set was pressure tested up to 30 psi per IV disposable leak test dir # (B)(4). A closed stopcock was attached to the end of the male luer of the primary set. No leaks or issues were observed during testing. Equipment used (testing performed on 27-aug-20) - 8015 alaris pcu 1.5, eq10291, calibration due date: 20-mar-21 - 8100 alaris system lvp, eq08475, calibration due date: 12-aug-21 - air pressure regulator with pressure gauge, eq00138, calibration due date: 02-oct-20 device history record could not be performed on model 10010454 because the lot # for the suspect set was not provided.

Event description:
It was reported that when new IV fluids were hung up, the as lvp 20d low sorb ss 0.2m main line read an "air in line" error message. The following information was provided by the initial reporter: "new IV fluids were hung and main line channel was reading air in line message. Switching channels did not work. Got new tubing reprimed and hang fluids and the issue was resolved"

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that when new IV fluids were hung up, the as lvp 20d low sorb ss 0.2m main line read an "air in line" error message. The following information was provided by the initial reporter: "new IV fluids were hung and main line channel was reading air in line message. Switching channels did not work. Got new tubing reprimed and hang fluids and the issue was resolved."